Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experienced a low blood glucose of 39 mg/dl. Emergency services were called and treated the customer with dextrose. Subsequently, the customer was admitted to the hospital. Customer was treated with a second bag of dextrose while hospitalized. Additional information regarding the hospitalization was not provided. Reportedly, the control iq software did not accurately adjust the amount of insulin delivered. The customer continued to use the pump for insulin therapy, and declined further troubleshooting with tandem technical support.